Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the clip would not release from the catheter in the descending colon area. The clip and delivery catheter were left inside of the patient's body. The patient was hospitalized for observation until the clip deployed, and the catheter was removed. The procedure was completed with this device, once the clip was able to be deployed, and the patient was in stable condition, after the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the clip would not release from the catheter in the descending colon area. The clip and delivery catheter were left inside of the patient's body. The patient was hospitalized for observation until the clip deployed, and the catheter was removed. The procedure was completed with this device, once the clip was able to be deployed, and the patient was in stable condition, after the procedure.

Manufacturer narrative:
Information received indicated that after a few hours on the same day as the procedure, the device released on its own, and was removed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the clip would not release from the catheter in the descending colon area. The clip and delivery catheter were left inside of the patient's body. The patient was hospitalized for observation until the clip deployed, and the catheter was removed. The procedure was completed with this device, once the clip was able to be deployed, and the patient was in stable condition, after the procedure.